Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during therapy {include drug, volume, rate, dose, care area and patient outcome}. No additional information is available.